Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a gastrectomy procedure, the tissue pad was detached off when the nurse wiped the jaw with the gauze and cleaned. As the tissue pad was detached off outside the patient, no pieces were left inside the patient's body. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be discarded.